Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: "circuit limbs melted together. Limbs were between the mattress and the bed frame after being taken off the pt. Neptune heater (sn: (B)(4)) was allegedly off and the limbs allegedly continued to heat and were very hot". No pt injury reported.